Event description:
The customer reported via phone call that she had issues with her sensor readings. Her blood glucose level was 212 mg/dl and the insulin pump went into threshold suspend. The insulin pump kept shutting off when her sensor glucose reading was 50 mg/dl, 55 mg/dl, and 64 mg/dl. She had to turn the sensor off because the insulin pump would not stop beeping, telling her she was going low. The insulin pump alarmed calibration and change sensor alarm. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.